Event description:
The patient was implanted with their evoke closed loop spinal cord stimulator in (B)(6) 2022. The patient reported not receiving effective therapy. Reprogramming and other neuromodulation interventions were performed, but ineffective. On (B)(6) 2023, the evoke system was explanted.